Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. The customer did not request any service, the tubing in the compressor was replaced by hospital's engineer. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. Compressor tubing should be replaced when performing 10000 hour maintenance. The conclusion in this matter is that the compressor tubing was defective. As no goods were returned for investigation, the root cause of why the compressor tubing leaked could not be determined. (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. The patient involvement was unknown. Manufacturer ref.#: (B)(4).